Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, surgeon used trocar as operative port; started leaking severely that pneumoperitoneum was lost. Opened a new trocar, and it also started leaking after five minutes. Had to open a new one that worked without any problems but batch number was different from previous two that gave problems. There were no adverse consequences for the patient.